Event description:
Event description cpi received information that this implantable cardioverter defibrillator(ICD) was explanted because of premature battery depletion. It's not known when device software (model 2872, revision 4.1) was downloaded. Cpi will analyze the ICD when received.